Event description:
The dealer initially reported that the device was broken. On (B)(6) 2014, dealer reports doctor was cutting tissue when the scissor broke, he covered all parts, no harm done. No further information available.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.